Event description:
A pt in the united kingdom had refractive surgery in both eyes and was observed subsequently with interface inflammation. Two weeks post-operatively, the pt's corneal flap (left eye) was lifted and "debris' was scraped. Pt is seeing 6/9 in both eyes with low contrast sensitivity. No action has been taken with regards to the right eye.